Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2011 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿in the epigastric area, the hernia defect was noted. The incarcerated hernia defect was dissected down all the way to the fascia and reduced. A ventralex mesh was placed over the defect and sutured to the fascial edges.¿ on (B)(6) 2016 ¿ patient was diagnosed with recurrent ventral hernia with abdominal pain thereby underwent laparoscopic converted into open repair with implant of synthetic mesh. Per operative notes, ¿the extensive adhesions were taken down, old scar was excised completely. Through the prior fascia, the hernia sac was dissected free and contents were reduced. A piece of synthetic mesh was placed over the defect and sutured to the fascial edges. The fascia on the top of the defect was closed and secured with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2011) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.